Event description:
The customer reported the evis eus ultrasound bronchofibervideoscope had no ultrasound image and the screen was black. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. During device evaluation at olympus, it was found the complaint was confirmed and the screen was black. Also, evaluation found the bending section cover adhesive was chipped, the acoustic lens was damaged and the number of element exceeds the standard value due to damage on the ultrasonic probe. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported black/no image issue could not be determined, however, it is likely the image issue was due to failure of the ultrasound probe or probe unit. Olympus will continue to monitor field performance for this device.